Event description:
It was reported via repair work order that the bed lifts were not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lifts were not functional and may have been stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was created in error as no malfunction was alleged or identified.